Manufacturer narrative:
Insulin pump error 35 noted in the device history and critical pump error alarm during testing due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting and declined for low blood glucose. Customer stated that the pump error was displayed before the open book image was displayed on the screen. Customer experienced low blood glucose and treated with food. The device will not be returned for analysis.